Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f st. Jude sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the registered cardiovascular invasive specialist (rcis) who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured on an iliac stent. The device was removed and a second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1209303) indicated that the device lot met all established performance criteria prior to shipment.